Event description:
My son had a zimmer hip implant in 2008. His hip always hurt him. When the recall came he didn't want to litigate at all. He went through college getting 2 engineering degrees which was very difficult because his concentration was effected. He told me on many occasions about how he was having trouble with remembering things, this was very hard on him because he was going to (B)(6) (one of the hardest programs in the u.s.). During his senior year I was able to get him on an amino acid drink which helped with the thinking issues but the pain never stopped it just worsened. He had gone to his doctor for an evaluation but was told there was no issue with the hip that the recall covered - the hip was not coming out of the joint - it wasn't failing. Yet he never was out of pain. He was told he didn't need any revision surgery. His grades continued to decline. I had his blood tested in 2012 his doctor tested him in 2013 and he was tested in 2014 at his autopsy. The heavy metal numbers trended up. The last six months of his life he had increased amount of pain, which caused depression and on (B)(6) 2014 he killed himself. The zimmer hip was the number one contributing factor for his depression between his pain and his inability to concentrate and think. He couldn't take it anymore. The zimmer hip needs to be looked at for more reasons than just the joint failing.